Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using pod8s. During the procedure, a pod8 unintentionally detached while partially advanced into a non-penumbra microcatheter; therefore, the physician pulled out the pod8 to remove it. The procedure was then completed using the same non-penumbra microcatheter and additional coils. There was no report of an adverse effect to the patient.